Event description:
It was reported that the patient presented for follow up. An interrogation of the device loss of capture, low pacing impedance and failure to sense exhibited by the right atrial lead. A chest x-ray revealed that the lead had dislodged. The patient was scheduled for revision and the lead was successfully repositioned on (B)(6) 2023. The patient was stable.